Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported a piccline instituted on (B)(6) 2024 on a palliative patient. This is the second piccline on this patient. Has previously also had a hole in piccline. The hole is at the insertion point on the patient. Additional information 6/21: this is a terminal ill patient that has to have a 3rd IV access. The patient will receive a new IV access due to this failure. No exposure to blood or bodily fluids. This report addresses the first device.